Event description:
Reporter indicated a patient's vns stimulation was bothersome to the patient. It was later reported to the manufacturer by the patient that the stimulation was causing her to cut herself more often. The patient has a pre-vns history of psychological problems and self-abuse. The manufacturer immediately reported the patient's call to the reporter (patient's physician). All attempts for further information from the reporter have been unsuccessful to date.